Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer reverted to manual injections for insulin therapy. Additionally, the pump battery could not be charged and out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose was 292 mg/dl. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.